Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/flush drive support disk. The device received with missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.